Manufacturer narrative:
A comprehensive re-review of the manufacturing records was conducted. There were no departures noted during records re-review for lot nz16300273. Bovine pericardium implants undergo a validated sterilization method: tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Manufacturing records indicated that serial ID (B)(6) met all specification requirements at the time of release. To date, rti/tmi has manufactured and distributed a total of 90 implants from the lot without related complaints. Implant failure is a well-known phenomenon for this kind of intervention. Several reasons have been described, for example, diabetes, allergic reactions to bovine material, bruxism, smoking and bad mouth hygiene, all of which do not apply to this patient. Infection are known for this type of procedure. There is no indication of non-sterility for the graft. It is most likely that a non-sterile procedure was causative for the infection and the reported adverse events.

Manufacturer narrative:
The bovine pericardium membrane was explanted and not available for evaluation. Therefore, the investigation consists of a comprehensive records re-review for the lot. Once results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint on 02/13/2019. The complaint indicated that a customized bone block (not distributed in the us) and a copios® pericardium membrane were implanted on (B)(6) 2018 (tooth location 24) for a dental procedure. Resorption of the bone block was noted along with infection, pain, abscess, and dehiscence. Explantation of the bone block and the bovine pericardium membrane occurred on (B)(6) 2018. The patient was rescheduled for a new augmentation. To date, rti has not received any additional information.